Event description:
The customer reported that during the implantation the liner would not connect to the shell. She added that they took another liner with the same cat no., serial number (B)(4) which worked fine. No adverse consequences reported.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.